Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received an alert 38 (motor stall) with blood glucose measured at 300 mg/dl. The user completed a full supply change and resumed insulin delivery, after which glucose levels began to decline. No outside medical intervention was required.